Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, consumer, foreign) regarding a patient who was receiving unknown baclofen (1,000 mcg/ml at 80 mcg/day) via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) received a call from the patient that complained of symptoms of underdose and alarm. According to hcp, the patient was implanted on (B)(6) 2023 with an sm2-20ml. The patient was admitted to the emergency room. It seemed that recently the sm2 had been reprogrammed with an increase in flow. The new schedule was not known at that time. The patient had to have a tank refill, but it seemed that the procedure was not done. The date of the refill was not known. It was further reported from the company representative (rep) that at the time of reading the pump, the non-critical alarm of tank exhaustion was active, which was why the pump began to sound at intervals of 1h. At the request of the doctors present the rep set the tank exhaustion alarm to 0.1ml instead of 2ml to prevent the pump from continuing to sound. The hospital where the patient was currently hospitalized had made arrangements to carry out the refill of the pump at a facility organized to do so by wednesday, (B)(6) 2024. The rep recommended to reset the tank depletion volume to 2.0ml and to refill the tank as soon as possible.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H11: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the patient's gender was female. The patient's weight and age were asked, but would not be made available. The hcp reported that the patient had no symptoms of underdosing, but the patient was hospitalized because her mum heard the pump ringing and became alarmed. The hospital didn't know about the device and when the patient showed up they didn't know how to manage her so they decided to admit her and in the meantime take action to request assistance. The patient was a resident in another region and did not show up for the refill appointment scheduled the days before. The rep went on site to take a reading of the pump. When the rep had made sure that the alarm was due to having exceeded the low reservoir alarm (2,0ml), but that the reservoir had a few ml available (1.7ml) before the definitive exhaustion the institute contacted a specialized hospital to carry out refills in the next few days. Pump refills were organized at a hospital to resolve the event. Initial reporter information was provided.